Event description:
Device 2 of 2. Please see manufacturer's report number 1627487-2010-01275 for device 1. It was reported that the patient had not used the ipg for over a year due to lead migration. The ipg battery has since been depleted. The patient's ipg was explanted and replaced on (B)(6)2010.

Manufacturer narrative:
The lot number is unknown. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.